Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, states the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. The gore tag thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery with a required minimum 20 mm healthy proximal and distal neck lengths. The gore tag thoracic endoprosthesis. Instructions for use (IFU) states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleak.

Event description:
On (B)(6) 2009, this pt underwent endovascular repair for treatment of a thoracic aortic aneurysm and was implanted with two gore tag thoracic endoprostheses. The pt tolerated the procedure with no evidence of endoleak. On (B)(6) 2009, imaging revealed a proximal type I endoleak. On (B)(6) 2009, the pt underwent re-intervention and a handmade stent graft was placed proximally and the endoleak resolved.